Event description:
The patient presented to their healthcare provider (hcp) with skin irritation allegedly associated with the skin preparation process. The patient reported that the nurse scratched the area while exfoliating prior to device application. Subsequently, the patient developed redness and bumps at the application site. The device was removed. Following examination, the hcp diagnosed cellulitis and prescribed the patient antibiotics.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for only a few hours of the 14-day prescribed wear period. The patient does not have sensitive skin and does not have a history of reaction to medical adhesive. The cause of the reported event cannot be determined. Skin irritation is a known inherent risk of the device. The device manual warnings and skin preparation sections read as follows: gently exfoliate the entire area with the rough side of the exfoliator. Do not use the zio monitor on patients with broken skin. Only apply to intact skin. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.